Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use include the following: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed." Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During clipping of a gastric ulcer, the physician used two cook instinct plus endoscopic clipping devices. It was initially reported that they prematurely deployed. When the tip of the device exited the scope, the closed clip fell off (deployed) with out being able to clip tissue. It was described that the scope was in a torqued position and a retroflexed tip. The doctor was able to place two clips subsequently and the case was completed successfully. The doctor was not that concerned as the scope position was difficult and he was able to change the scope position slightly to make it easier for the clip to exit the scope and be opened to clip tissue and finally deploy it. This was not initially considered reportable because it deployed in the closed position which has not historically caused or contributed to a serious injury nor death to the user nor patient. Additional information was received on 23 sep 2024 indicating that clip deployed during passage through the scope making this a reportable event. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.